Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operatively that the right atrial (ra) lead exhibited dislodgement. The ra lead was attempted to be revised but a stable position could not be found hence the lead was explanted. No patient complications have been reported as a result of this event.